Event description:
The FDA recently banned powdered gloves due to the powder being a danger to the user of the product. The same powder which has been banned is allowed in food service because they are not classified as medical device. Use is still a hazard regardless of intended use. Incident location: school. May we include your report, including any documents or photographs that you have attached to your report, but without your name and contact information, in cpsc's public database: yes. I certify that I have reviewed the report and that the information provided in this report is true and accurate to the best of my knowledge, information and belief: yes. Document number: (B)(4).